Manufacturer narrative:
Evaluation summary: a used cartridge was returned. An inadequate amount viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The tip is not split. The tip has heavy stress starting behind the parting line in the thicker nozzle area leading to a small aneurysm on the bottom right side. The lens was not returned for an evaluation. The customer indicated the use of a qualified diopter lens model and viscoelastic. The tip has heavy stress and a small aneurysm on the bottom right side. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported that during an intraocular lens (iol) implant procedure, the cartridge split at the tip. Additional information has been requested. There are two medical device reports associated with report. This report is for one of two cartridges.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).